Event description:
It was reported that during a gastrectomy procedure, the device did not cut during use. The blade was broken off after the operation. No piece was left inside the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.